Manufacturer narrative:
Unit received with battery out limit, weak battery, low battery and off no power due to corroded battery tube. Minor scratched lcd window, cracked near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that meter was sending information to insulin pump. Customer also reported of receiving excessive battery our limit alarms and failed battery test alarm. Customer's blood glucose was unknown. After troubleshooting, customer continued to receive a battery out limit alarm. Alarm history showed a bad battery alarm, no power, low battery alarm, low reservoir and battery out limit alarm. Customer was advised that insulin pump would need to be replaced.